Event description:
It was reported that the system unexpectedly rebooted twice within two hours. Note 1: there were no names or patient ID numbers in the system log files.

Manufacturer narrative:
Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun ultra 5 central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. There were no patient ids on the system log files at the time of this episode. This unit originally shipped on 6/4/2001. On 12/27/06, the customer reported that the system unexpectedly rebooted twice within two hours. There was no modem connected thus it was impossible for technical support to dial in. The system was shut down and a return material authorization was issued to ship the device in for service. Factory service confirmed the malfunction because while under test, the system did crash and rebooted. The error observed was a cpu cache memory error relating to the on-board memory of the cpu module. Replacement of the cpu module restored normal operation to the cpu. The system was run over one week without errors and was returned to the customer. The conclusion was that this hardware failure of the cpu module directly contributed to this event. The system log files were examined during the repair. The logs show many propaq connections but no names or patient ID being entered. There was no patient harm reported and the logs support that contention.